Manufacturer narrative:
The device was not isolated or identified by serial number; therefore; it will not be returned for investigation. (B) (4)

Event description:
The customer contact reported the device slipped down an IV pole and came in contact with the nurse's finger. The nurse reported that the device was on an IV pole that was attached to the bed and while transporting the pt to radiology, the device slid down the pole and came in contact with the nurse's left ring finger. At that time, the nurse reported her left ring finger was caught between the bottom of the device and the push bar of the bed, causing the "skin to peel off" and was "profusely bleeding." The nurse reported that she bandaged the finger, applied ice and that it "would probably leave a scar." The device was repositioned on the IV pole and remained in clinical service. Though requested, no add'l info was provided.